Manufacturer narrative:
The insulin pump functioned properly and passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms noted and the motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. However, the insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The customer was able to complete the rewind sequence. She received a low battery alert. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.